Event description:
After completing the compounding of penicillin g 54 mu/swfi 280 ml for ambulatory pump in an intravia 250 ml, product #2b8012, lot dr16f16013, a clear pinpoint piece of foreign material was noticed.